Event description:
Customer reported an abo discrepancy on the echo. A patient sample was run in tube and identified as b positive, the customer then ran a confirm on the sample and it was identified as o negative on the echo.

Manufacturer narrative:
In-house donor samples were tested with retention cmt plate, lot nu048 and the retention abo/rh reagent lots used by the customer on an in-house echo instrument. The expected reactivity was observed in all testing. The customer did not return products or samples for testing. It is not possible to rule out the sample as a cause of the event.